Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Event description:
As reported, it was difficult to give cardioplegia solution with the intraclude aortic device, icf100. After cardioplegia had been given, the aortic root pressure was high and and kinked cardioplegia line.this device was replaced. No patient injuries or other procedure complications were reported.

Manufacturer narrative:
The device was misplaced enroute to decontamination and was unable to be evaluated by engineering. If the device becomes available for evaluation, and investigation into the root cause will be conducted. The complaint report is similar to other received in which the endoreturn introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector in use on the manufacturing floor. This was confirmed by reviewing the raw material stock at receiving inspection. A CAPA has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance, it is our belief the device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.